Manufacturer narrative:
The incident narrative stated that the balloon lost pressure during prep and was not used for the procedure. However, the balloon had evidence of blood which likely indicates device insertion into a procedural sheath-this differs from the narrative description. An attempt to inflate the balloon of the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon. A possible cause of the taper to taper tear in the balloon could have been rapid impulsive inflation. If pressure is applied in a rapid impulse action, this could result in excess pressure being applied ot he balloon before the activation of the pressure relief valve, resulting in a rupture of the balloon and the failure mode was a taper to taper tear. The review of the lhr (lot f1315003) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined.

Event description:
It was reported by the aci clinical specialist that a (B)(6) year old male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unk). Peri-procedure the patient was anticoagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the physician pressure tested the balloon on the device before deciding to use the device in the patient. The physician used 3ml of saline mixture which revealed a leak. The balloon lost pressure and was not used for the procedure. A second mynxgrip vascular closure device 6f/7f was used successfully.